Event description:
Procedure type: hysterectomy. According to the reporter: at 7 weeks post-operative visit, suture broke. The vaginal cuff was open, a granuloma had formed. Surgery occurred on (B)(6) 2012 to remove mass from cervix.

Manufacturer narrative:
(B)(4).